Event description:
The pt felt uncomfortable surging sensation when stimulation was turned on. There was no known incident associated with onset of the surging. The pt was seen by his hcp. Impedance testing was done and an x-ray was taken to troubleshoot for a possible short circuit. The hcp advised the pt have surgery to find the exact cause of the issue since they were not able to confirm a short circuit existed from the tests. The pt had surgery to replace the implantable neurostimulator due to surging sensation. The pt was doing fine afterward and is now receiving effective therapy.

Manufacturer narrative:
(B)(4).